Event description:
It was reported that the patient reported to the ER after having received multiple inappropriate therapies due to t-wave oversensing. The right ventricular (rv) sensitivity was reprogrammed which eliminated the t-wave sensing. The ventricular tachycardia interval was also changed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076 implantable pacing lead, (B)(6) 2011. (B)(4). No eval explaination: device remains implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.